Event description:
It was reported that the side-firing fiber experienced decreased vaporization thus commenced forward firing at 21,718 joules. It was also reported that upon removal of the fiber the fiber cap detached. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with a second fiber. No pt injury was reported as a result of this event. It was noted the fiber cap was discarded and will not be returned to the MFR.

Manufacturer narrative:
(B)(4).